Event description:
It was reported the camera head displayed a noisy and flickering image. The issue was found during preparation for use for an ear, nose, and throat endoscopy procedure. The intended procedure was completed a different video system center and scope with no surgical delay. The concomitant devices were working as intended. There were no reports of patient harm.

Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the camera head displayed a noisy and flickering image. The issue was found during preparation for use for an ear, nose, and throat endoscopy procedure. The intended procedure was completed a different video system center and scope with no surgical delay. The concomitant devices were working as intended. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on device evaluation and on legal manufacturer's final investigation. Updated: d8, h2, h3, h4, h6, h10 the device was returned for olympus for evaluation and the user¿s request was confirmed. Based on the results of the results of the investigation, it is presumed that the video function did not function properly due to the cable disconnection and poor contact, and that "noise and flickering in the image" occurred. However, a definitive root cause could not be identified. The storage period of device history record (DHR) is 15 years. DHR could not be verified since the device was manufactured more than 15 years ago. This issue is addressed in the instructions for use (IFU): ¿ incorrect cable connection may result in inadequate image display or no image on the video monitor olympus will continue to monitor the performance of this device.